Manufacturer narrative:
The initial report occurred on 09/12/2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and suspected that the monitor cable caused the reported event. Replacement of the cable resolved the issue. No further issues were reported. Analysis of the returned cable could not confirm any failure as it passed bench testing and functioned as intended with no issues. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the navigation system's staff cart monitor flickered off momentarily. The site reportedly shook the cable which reestablished connection. There was no patient present when this issue was identified.